Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a broken/faulty power switch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a power switch issue, with the switch not staying on. The issue was found during preparation for use. The device was returned for evaluation where the follow reportable malfunction was found: the power switch would not stay on permanently. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device's on off switch will not stay allegation was confirmed at evaluation. There was also lint and dust accumulation on the video connector pins causing poor connection with the pigtails. The software was recommended to be updated from 1.04 to 4.10 and the bottom chassis is corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.